Manufacturer narrative:
No further information concerning this report is expected, until the physician determines whether a lead revision will be performed. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited undersensing one week post-implant. The sensing issue was determined to be caused by dislodgement of the lead, as it was found to have fallen into the right ventricular (rv). The physician will decide if a lead revision procedure should be performed or not. As of today, the lead remains implanted but dislodged. No adverse patient effects were reported.